Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the inner stylet of the catheter passer broke off during use.